Event description:
The device was used during an unknown procedure. Reportedly, when fired only 3-4 staples at the proximal end fired and the device cut to the end of the cartridge. The procedure was converted to a laparotomy.